Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The error message e433 occurs, if the effective value of the output signal, which has been set for test purposes, falls below the specified limit of 130v during startup of the device, which normally indicates a low-impedance diode chain. For safety reasons, the esg-400 is then restarted. If the cause of the error persists, unlimited permanent restarts may be the consequence. The device is then no longer usable. Possible causes for triggering an error e433 are as follows: 1. Disturbance of the esg-400 due to scattered electromagnetic interference fields (temporary fault). 2. The user activates the foot switch while the generator is booting up (temporary fault caused by user action). 3. A defective footswitch (temporary fault). 4. The generator is used in combination with a defective foot switch (temporary error, defective reed contact). 5. The cable connecting the high voltage power supply (hvps) board and the generator board is defective (temporary or permanent fault). 6. Defective cable connection of the output signal between generator board and relay board (temporary or permanent fault). 7. Defective power transformer tr1 on the generator board (permanent fault). 8. Defective power transformer on the generator board (permanent fault) 9. Defective impedance converter on the generator board (permanent fault). 10. Defective peaks rectifier on the generator board (permanent fault). 11. Missing activation for the output stage of the generator board (permanent error). 12. Output voltage too low due to faulty switching of the high frequency (hf) output stage on the generator board (permanent fault). 13. Non or too low supply voltage from the hvps board (permanent error). 14. Defective hvps board due to short circuit of the metal¿oxide¿semiconductor (mos) transistors (permanent error). In such cases, popping sounds or flashes may sometimes be observed or noticed by the user. 15. Defective motherboard due to short circuit of resistor negative temperature coefficients (ntc)1 (permanent error) 16. Defective motherboard due to defective analog-to-digital converter (adc) (permanent error). 17. Defective transient voltage suppressor (tvs) diodes on the relay board (permanent error). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the high voltage power supply board was broken causing the e433 error. The following non-reportable malfunctions were found during the device evaluation: the volume knob was missing. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, that the hf unit "esg-400" had an e433 output error. The issue was found during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.